Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information that during a clinical case they were unable to change instruments in the software. They verified their first instrument, but when they switched the instrument and reverified, the software would not update to the new instrument. The site proceeded with the case without navigation. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: medtronic received information that the reported issue occurred in a functional endoscopic sinus surgery (fess). The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of twenty minutes due to this issue. Patient ID, age and gender provided. Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.